Event description:
It was reported that an mi60lus lens was inserted into the patient's left eye. The lens was removed intraoperatively due to an unstable capsular bag. The incision was enlarged to remove the lens, and a different lens was implanted successfully. According to the surgeon, the most likely cause of the event was a "saggy bag" that was noted upon insertion of the lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.